Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan. E1: telephone number: (B)(6).

Event description:
It was reported that the device did not properly mesh during surgery. There was no medical intervention, or an additional surgical procedure required. There was no patient harm/injury or surgical delay. An additional unplanned skin graft was not needed to complete the surgery. Another device was used to complete the surgery. Due diligence is complete, no further information provided.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit would not properly mesh. The cutter was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.